Event description:
It was reported that while moving the monitor's overhead suspension, an electrical arc occurred and the system shut down. The affected cable can be a power supply cable with mains voltage. The potential exists that an electric shock could have caused a serious injury to the patient. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.